Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On march 2, 2010, the lay-user/pt contacted lifescan (lfs) alleging that the onetouch ultra2 meter has a power issue (meter does not turn on). This complaint is classified according to the documentation of the customer care advocate (cca). The pt manages his diabetes with oral medication. The power issue began on (B) (6) 2009. On (B) (6) 2009 and (B) (6) 2009, the pt reportedly obtained "excessive high" blood glucose reading on the clinics/doctor's meter. During (B) (6) 2009, the pt alleged developed symptoms described as "sleepy, sluggish, and blurred vision". The pt's oral medication was increased during (B) (6) 2009 during a doctor's office visit. During troubleshooting, the cca verified that there was product misused. The power issue was resolved with training. This complaint is being reported because, the pt claimed he developed symptoms that can be associated with hyperglycemia after the power issue began. Replacement products were sent to the pt.